Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the perseus had displayed an obstructive co2 curve. During a customer visit, the filter (safestar 55 plus) was identified as the cause. Due to the abnormal co2 curve, the patient was mistakenly administered ventolin.

Manufacturer narrative:
Two affected safestar 55 plus filters were available for the investigation. No abnormalities or deviations from the specification were found. The symptoms described have already been reported to us in previous complaints, so the assessment of the current complaint is based on the results already obtained. The reported product behavior could be reproduced in the laboratory. The curve of the co2 concentration in the breathing air of the expiratory phase is flatter and therefore reaches the plateau of the maximum value with a slight delay compared to the predecessor model safestar 55. However, the maximum value reached is identical. A cfd simulation of the flow conditions showed that the angular shape of the housing together with the geometry of the pleat packet causes the exhaled air to reach the gas extraction nozzle later, resulting in a slight but perceptible attenuation of the capnography waveform. However, the attenuation does not distort the measured or calculated values of the clinically relevant landmarks of the capnography curve. No malfunction of the filters identified. When set limit values are reached, the device generates a corresponding alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the perseus had displayed an obstructive co2 curve. During a customer visit, the filter (safestar 55 plus) was identified as the cause. Due to the abnormal co2 curve, the patient was mistakenly administered ventolin.